Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of damaged inserts, the output connectors were broken. It was additionally noted that the lower case was damaged, the hanger assembly was cracked, the display wire insulation was pinched, (wire insulation not compromised) and the main seal was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both plastic inserts for the atrial and ventricular leads had cracks in them. The generator was returned for service. There was no patient involvement.